Event description:
Complainant alleged while treating a male patient for cardiac arrest, therapy was delivered at 120-150 joules. When attempting to defibrillate at 200 joules, a popping sound was heard. The next day, during a routine shift check, the device displayed a "defib fault 78" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.